Manufacturer narrative:
(B)(4). Unit had no button response, problem isolated to the keypad. No damage noted on the keypad. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. No stuck button alarm noted. Unable to perform the displacement test and self test due to no button response. No cracked case or cracked keypad overlay noted. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had damage on key pad ok-button. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.